Event description:
As reported, patient was sent from (B)(6) to have a power-injectable valved PICC device implanted on (B)(6), 2011. PICC was functioning correctly when the patient was returned to (B)(6). Subsequently, a clinician at bassett noted that fluid was leaking from the PICC into the patient's body tissue causing extravasation. The PICC was removed from the patient on (B)(6), 2011 and discarded by the hospital.

Manufacturer narrative:
Although, the used sample was discarded by the hospital and will not be returned to (B)(6) for evaluation, an investigation into this event is on-going. Additional information is expected to be obtained from the hospital regarding the event and patient condition. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).